Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Visual symptoms and dry eye are listed in the device labeling as known potential risks. (B)(4). Discarded by the facility.

Event description:
The patient underwent uneventful implantation of the corneal inlay in the left eye on (B)(6) 2016. The inlay was explanted on (B)(6) 2017 due to intolerable visual disturbances (glare, halos, double vision and eye fatigue), dry eye, and patient dissatisfaction.